Manufacturer narrative:
In troubleshooting the issue with olympus technical support via the phone, the customer stated the facility would only use the bw-412t single use combination cleaning brush to clean the scopes. The customer was advised that per the reprocessing guide for the bf-h190 and bf-1th190 scopes, the bw-411b single use combination cleaning brush was recommended to clean the scopes. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training if necessary, to correct and address any reprocessing deviations. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus an incorrect reprocessing technique. The facility was using the bw-412t single use combination cleaning brush to clean the evis exera iii bronchovideoscopes. No patient involvement was reported. This complaint is related to patient identifier: (B)(6) (model: bf-h190 / evis exera iii bronchovideoscope)

Manufacturer narrative:
This supplemental report is being submitted to provide an update on the olympus endoscopy support specialist (ess) in-service and the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The DHR review could not be performed as no lot number was reported and there was no device return to inspect for a lot number. If the lot number becomes available at a later date, the DHR shall be reviewed. It was determined that the cause of the issue was due to the facility selecting a brush, bw-412t instead of bw-411b, that deviated from the instructions for use (IFU). The instructions for use (IFU) provides the following guidelines: "combination equipment" in the operation manual indicates bw-411b. It is also stated that the details of the combination should be confirmed with olympus. The olympus endoscopy support specialist (ess) did not visit the user facility to observe reprocessing practices. The customer had declined.